Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported she had an infection at the insertion site the size of a quarter that was hard, swollen, red, and burning to touch. Additionally, her blood glucose reached over 250mg/dl while wearing the pod longer than 48 hours. She was diagnosed with cellulitis. The patient was treated with 10 days of clindamycin and a topical cream, mupirocin. She was also given fluids and antibiotics via IV. The pod was discarded.